Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while just sitting down at home. No information on the device, patient, and local area representative was found. No adverse patient effects were reported. This s-ICD system remains in service.